Event description:
It was reported, that the customer went to the emergency room. And was subsequently hospitalized with a blood glucose (bg) level of 513 mg/dl. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged on (B)(6) 2023 with the issue resolved. And no permanent damage. Reportedly, a malfunction alarm occurred, causing the high bg. The customer reverted to manual injections for insulin therapy.